Manufacturer narrative:
Investigation: only the short port btt was returned. A visual inspection revealed that there were no non-conformities with the device. There was very little blood on the device. The balloon was inflated with 25cc of air. The balloon inflated properly and upon removal of the syringe, the balloon remained inflated and the black inflation valve did not dislodge. Based upon these findings, the reported failure mode "btt inflation valve dislodged" is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-2000 btt inflation valve dislodged. It was also reported that the cannula c-ring metal arm was in the package bent. The hospital said that the outer box was not damaged and appeared normal. When they took out the device, they noticed the tip hitting the plastic portion of the cradle. Replacement units were used to complete the procedure. The hospital did not report any pt effects. The product is returning.